Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-14794. It was reported that the patient presented to the hospital for an implant procedure on (B)(6) 2021. The left ventricular (lv) lead was implanted smoothly without any problem. After the implant of the right ventricular (rv) lead, the patient suffered from an acute left heart failure and was rescued during the procedure. The implant procedure was aborted, and physician removed both lv and rv lead from the patient. There was no allegation of malfunction on the leads by the physician. The patient was in stable condition post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.